Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient was present with a left bundle branch block. During the procedure, the valve was implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) in a cusp overlap view with the parallax removed. Post-procedure, no changes were observed in conduction abnormality. On the following day, the patient's qrs complex had widened and decided to implant a permanent pacemaker to resolve the event. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.